Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The esu was analyzed, and it displayed error c-34 during boot up. The unit needs to be sent to OEM. The complaint regarding error c-34 was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, there was a c-34 error on the erbe. Caller stated that they tried with new cautery cable without any success. The technical support engineer (tse) asked her to restart the erbe, no change. The tse asked her to use an external generator. Caller stated that they had a force triad and resumed surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the internal generator was not working. They contacted the technical support and were able to complete the procedure with another generator. She confirmed that the procedure was a partial nephrectomy and she said that, the issue occurred before a warm ischemia time/critical step.

Manufacturer narrative:
Based on the claim against the product by the customer noting an erbe error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed hard error c34 on iesu which was not solvable with power cycle. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi have not received a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if additional information is received. The complaint regarding error c-34 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is being reported due to the following conclusion: the electro surgical generator unit (esu)] was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with an external force triad generator. An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the esu due to a hard error c-34 which was not solvable with power cycle. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.